Manufacturer narrative:
In the case description, the user mentioned that the pdm would not communicate properly with pods when trying to deliver basal insulin. The data downloaded from the returned pdm showed that the pdm was able to send commands to trigger basal delivery. No pdm alarms or evidence of communication errors were observed in the data. During the investigation, the pdm was able to pair with an unused pod, deliver a 5u bolus at a range of 5ft. And deactivate the pod with no issues. Inspection of the internal components of the pdm found no damages or manufacturing deficiencies that would result in communication errors with the pdm.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) due to high blood glucose (bg) levels of 36 mmol/l (648 mg/dl) and high ketones. There were issues with the omnipod personal diabetes manager (pdm) not communicating correctly when activating the basal rates. The patient was administered insulin manually at the hospital.